Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient requested assistance changing programs on the ins because it didn't seem to be working, it was confirmed that the patient was having a return of symptoms. The patient was able to sync with their programmer on the call, they changed from program 3 at 4.5v to program 2 at 3.45v. During troubleshooting, the patient saw the splash screen which was resolved by changing batteries in the patient programmer. They then saw the low ins screen, followed by end of service (eos). The meaning of eos was reviewed and the patient was redirected to their healthcare provider. Additional information was received. They patient reported it would be a month before their managing healthcare provider could get them in for surgery. They were trying to find someone who could do it sooner. They reported they had a catheter put in and they had been wearing diapers every day because the device had reached eos. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a manufacture representative (rep) who stated that patient had ins and lead replaced moved to the other side of the body. Information omitted pertained to related pe b)(4) impedance>4k.